Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the proximal to mid left anterior descending artery. After pre-dilation was performed using a 2.75x20mm non-bsc balloon catheter, a 2.5x20mm synergy stent was implanted in the lesion. Then a 2.75x38mm synergy stent was advanced overlapping with the previously implanted stent but advancing difficulties were encountered. When fluoroscopy was performed, it was noted that the proximal stent struts of the 2.75x38mm synergy stent were damaged. The device was replaced with a 2.75x28mm synergy stent and was implanted well. No patient complications were reported and the patient's status was stable.